Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's ECG waveform disappeared from the display of the monitor during a pt event. After the ECG cables were swapped the device alarmed asystole, although the paramedics confirmed the pt had a nsr (normal sinus rhythm). There was no negative pt impact.